Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a power error detected alarm on the insulin pump. Customer was advised the internal power source was unable to charge. The customer's blood glucose was unknown. It was also reported that the buttons were unresponsive on the insulin pump and the display screen was blank. Customer was calling back to report that the power error detected alarm recurred within a week of the previous troubleshoot. The customer was advised to insert a new battery to clear the alarm. The customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.